Manufacturer narrative:
Section a4: weight is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01869. Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced shocking sensation at ipg site with stimulation on during airplane rides. Reprogramming was attempted to troubleshoot this issue to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.